Manufacturer narrative:
(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor cracked during impacting the prosthesis total knee arthroplasty what action was taken/required to manage the problem during the procedure? The implant was already positioned in the right place describe the 'damage' or 'other' outcome tibial impactor cracked after impacting the prosthesis during procedure. Physician or surgeon's full name (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.